Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that there was a broken component with 8mm small grasping retractor instrument. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-apr-2025: unfortunately, no other information was provided. Just a tag that said broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on failure analysis results in MFR report# 2955842-2025-18754, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c, as previously listed in section h9.